Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. The issue did not adversely impact the customer's blood glucose level. Although the pump began charging after being left in a working outlet for at least 30 minutes, it was extremely sensitive to charging and often lost contact. Technical support decided to replace the pump, and the customer switched to an alternate form of insulin therapy using multiple daily injections (mdi) to ensure continuous insulin delivery.